Event description:
It was reported that the device had an internal water leak. Patient involvement or adverse event is unknown.

Manufacturer narrative:
A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes; updated. Device evaluation: one device was received. Per visual inspection, cracked tank cover and stripped threads in interlock block. Outdated printed circuit board (pcb) and power switch. Per functional testing, the seal between the interlock block and plate clip was broken causing it to leak from inside the enclosure. The root cause was the stripped threads in the interlock block. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.